Event description:
Pt was admitted to the emergency room with unstable angina. Pt underwent rotablator and ptca procedures. During the procedure, the guide wire, which had been inserted into the right coronary artery, fractured. The wire shaft separated proximal to the lesion. Attempts to recover the fractured guide wire were unsuccessful. On the following day, the pt underwent open heart surgery and aortocoronary bypass to the right coronary artery. Attempts to remove the fractured guide wire were unsuccessful. A portion of the guide wire remains in the pt.